Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad key 'up arrow' was not responding. The event happened during safety inspection at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.